Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The connector was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the bulkhead connector securing the cable between the 9800 workstation and the c-arm was loose. There was no adverse patient involvement reported. There was no patient information reported.